Manufacturer narrative:
The clinical article reported that both endoscopes that tested positive were returned to the unspecified manufacturer for evaluation; however, since no model or serial number was provided, olympus was unable to perform a device history search and provide details of the evaluation. The exact cause of the reported event could not be determined. As part of our investigation of this report, olympus made multiple follow ups with the author of the clinical article by telephone and in writing in an attempt to gather additional information on the specific model and serial number of the two endoscopes that tested positive for intestinal flora; however, no additional information was obtained.

Event description:
Olympus received a clinical article on (B)(6) 2017 titled, ¿surveillance of guidelines practices for duodenoscope and linear echoendoscope reprocessing in a large healthcare system.¿ the article reported that two unspecified endoscopes grew intestinal flora on several occasions despite multiple high level disinfection (hld); however, no multidrug-resistant organism was detected. One duodenoscope grew escherichia coli and one linear echoendoscope grew escherichia coli, enterobacter gergoviae, enterococcus faecalis, and acinetobacter calcoaceticus-baumannii. The article also reports that microbial growth was recovered from 201 of 4032 specimens for a high-concern pathogen. Wide variations in culture positivity rate were observed across facilities. No striking difference in culture-positivity rate was seen among 8 dle models, 3 dle manufacturers, dle age, manual or bedside cleanser, or automatic flushing system use. The article also reports that there was suggestive evidence that custom ultrasonics automated endoscope reprocessor (aer) machine had a lower culture-positivity rate than medivators aer machines for high concern pathogen growth. This study was conducted within 21 facilities (facility names not provided in the article) in which over 4500 endoscopic retrograde cholangiopancreatography (ercp) procedures were in service during the study period. Olympus, pentax, and fuji were among the three manufacturers mentioned in the article. The clinical article mentioned a duodenoscope and linear enchoendocope; however, no specific model and serial numbers were provided. Based on the information from the clinical article, olympus is submitting 2 initial mdrs to account for the two endoscopes that grew intestinal flora. This is report 2 of 2.